Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation, however, during the first inflation at 8 atmospheres for 10 seconds the balloon ruptured in the middle part. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported and the patient condition was good.